Manufacturer narrative:
E1. The initial reporter region state is unknown. (B)(6), USA has been used as a default. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the cuff was inflated while in use for the patient who has chronic respiratory failure. This led to focal tracheal dilatation at the level of the tracheostomy tube balloon and difficulty with ventilation. Air was leaking around the tube and need for ordering a custom tracheostomy tube which prolonged the hospitalization by 4 weeks. The patient was a 64-year-old female non-hispanic black or african american who weighs 75kg. The device was found with no lot information. Patient operated the device. This event is considered serious injury. The device was not available for investigation. There was patient involvement, but unknown harm/adverse event reported.